Manufacturer narrative:
Patient information was not provided. Serial number was not provided, so UDI is not available. H4. As the sn was not provided, the manufacturing date is unknown. Livanova manufactures the tandemheart pump. The reported event occurred in birmingham, alabama, united states. If any additional information relevant to the reported event is received, it will be provided in a supplemental report. Device not made available for return.

Event description:
Livanova received a report that a patient experienced hemolysis and anemia allegedly related to the device during a case involving a tandemheart pump. On (B)(6) 2020, the rpms were reduced to 6000 to reduce the hemolysis. On (B)(6) 2020, blood was transfused to the patient and over the following days the patient experienced anemia and was given additional blood.

Manufacturer narrative:
H10: an investigation of the complained device could not be performed, as the unit was discarded by the customer. Through detailed review of the theme registry entry, it was found that the patient had covid-19. Covid-19 disease can contribute/lead to prolonged use of the device which can lead to hemolysis. A DHR review could not be performed because the serial/lot number was not made available. A root cause could be determined, as the device was not available for return. However, the patient had covid-19 and most likely was on support for a prolonged period of time, which could have resulted in the reported hemolysis. Several factors can cause device-related hemolysis such as prolonged use, excessive pump speed controlled by user, rotor vibration, etc. Livanova was unable to confirm that any of these occurred. As stated in the dfu (cp-pit-7000-0107): ¿the use of this device for periods longer than 30 days increases the risk of pump failure, reduced pumping capability, excessive blood trauma, degradation and/or corrosion of the blood contacting materials (with the possibility of the particles passing through the cpb circuit to the patient), leaks, and increased potential for gaseous emboli entering the arterial line.¿ no corrective action was identified, as a root cause could not be determined. Livanova maintains and documents periodic customer event monitoring in order to evaluate actions for product improvement. If any additional information relevant to the reported event is received, it will be provided in a supplemental report.